Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention took place in which the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with user error. A review of documentation supplied with the ipg states that the implant must be charged every 30 days to avoid battery depletion.